Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and insulin injections were administered to address bg. Pump system check with tandem technical support (cts) was performed and pump was found to be functioning properly. Reportedly, customer was using apidra in the pump. Cts informed customer that apidra was not labeled for use with the pump.